Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. Our investigations have shown that one sealing tip/edge of the instrument is indeed broken off. Also the screw is badly damaged. Therefore we do suppose that a mechanical overloading by tightening the screw with the wrench may have caused the breakage. The broken surface is homogenous which indicates material conformity as well. The manufacturing reocrds and drawings were reviewed and no complaint related issues were found. No product fault could be detected.

Event description:
It was reported that the seating chisel was broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)